Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a stone removal procedure, a balloon rupture occurred. An extractor rx 15-18 mm below retrieval balloon had been advanced to remove calculi in an unspecified location. The device had been successfully used to remove calculi twice during the procedure. While attempting to remove a stone on the 3rd attempt, the balloon ruptured. The procedure was completed with another of the same device. There were no pt complications reported with the patient's current condition listed as "good".